Manufacturer narrative:
(B)(4). Event investigation - no product was returned to assist in the investigation. A complete review of the complaint history, device history record, drawings, manufacturing instructions(mi), and quality control(qc) measures was conducted. The device history record was reviewed and there have been no additional complaints involving this lot. Qc instructions are in placed to verify that the device was manufactured to specifications. Without the benefit of a returned complaint device, a definitive root cause could not be determined. There is no evidence to indicate that the product was not manufactured according to specifications. Cook incorporated will continue to monitor for similar events.

Event description:
During a tavr procedure via a femoral approach, the stopcock and multi purpose adapter dislodged from the side arm port while trying to cross with the tavr balloon. It was not at the junction of the luer lock stopcock but actually where the internal side sheath connector joins the stopcock. There was some addition blood loss as the physician was unaware that this had happened. Additional information was requested, however is was not provided at the time of this report.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During a tavr procedure via a femoral approach, the stopcock and multi purpose adapter dislodged from the side arm port while trying to cross with the tavr balloon. It was not at the junction of the luer lock stopcock but actually where the internal side sheath connector joins the stopcock. There was some addition blood loss as the physician was unaware that this had happened. Additional information was requested, however is was not provided at the time of this report.